Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2011; 1258t lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.